Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection showed no external defects. The device opened and closed satisfactorily. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. The knife blade was not released when the device was triggered. The root cause for the knife blade lever sticking is that the pin on the actuator cover dropped out of the blade cam, which prevents the trigger from releasing even when the device is closed. Pushing the tooth of the actuator cover too hard into the body may cause the actuator cover pin drop out of the blade cam. According to the manual assembly instructions, the device will be triggered for several times to perform the functional testing during manufacturing. The device had to pass the tests before it can be sealed and delivered. The reported failure mode can be detected through the normal process checks. During normal usage, the tooth of the actuator cover will not totally move into the body when the device is fully pressed. When the compliant sample was subjected to excessive and abnormal pressure, the device could not be released. When a control device was subjected to similar excessive and abnormal pressure, the device could not be released. The root cause is when the tooth of the actuator cover is subjected excessive pressure, this may cause the actuator cover pin drop out of the blade cam. The investigation could not determine the root cause of failure of the knife trigger mechanism. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a pseudomyxoma procedure, the jaws of the ligasure did not open or close. They had to open another one with the same lot number which did work. There was no patient involved. There was no further information available.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the jaws of the ligasure did not open or close. They had to open another one with the same lot number which did work. There was no patient involved.